Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. Downstream occlusion alarms were verified through a review of the event history log. A device history review revealed no issues that could have caused or contributed to the reported issue. During the evaluation, the downstream pressure plate gap was found out of specification. The downstream tubing guide was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.